Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was impacted above 500 mg/dl. The customer took a manual injection to stabilize blood glucose level. It was indicated that the customer had alternate insulin therapy available.